Event description:
Pt had a femoro-popiteal bypass in 1999. During a hospital visit in 1999 for leg in pain, a vessel occlusion was found. Note that in the info provided by the distributor, there was no mention of a graft occlusion.